Event description:
Upon receipt of the device, the user reported that two suckers did not have the clear tip on the end. There was no pt involvement.

Manufacturer narrative:
This complaint was confirmed. A review of the device history records found no non-conformances in the manufacture of this device. No additional activity will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of pt complaints.